Manufacturer narrative:
Additional information: lot number and device manufacture date provided.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The suspect driver was provided to a medtronic representative. It was noted that there was no observable anomaly. The representative reported that the site felt he driver was not stable.

Event description:
A site representative reported that, while in a spinal fusion, the screw driver experienced an issue with eccentricity. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.